Event description:
Procedure type: laparoscopy. According to the reporter: the balloon ruptured during a laparoscopic procedure. Checked to see if any balloon pieces were left in pt and none were found. The procedure was completed. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. No pt injury was reported.

Manufacturer narrative:
(B)(4).